Manufacturer narrative:
(B)(4): upon inspection, it was found that one of the cables controlling motion of the device head had pulled out of its anchor in the handle, preventing the locking mechanism from engaging properly. The device appeared to have been manufactured to specification. Articulation locking failure can occur when the end effector is overloaded (too much pressure applied) when in the locked position.

Event description:
A (B)(6) male had a tt access surgical ablation/laa procedure. During the pro235 placement on the laa, the surgeon was maneuvering the device and the articulating head moved after the articulation lock was properly locked into place. It was attempted two more times; the clip head would not maintain orientation/stay properly locked once in contact with tissue. The malfunctioning pro235 was removed without issue and a second pro235 was placed onto the laa successfully. The patient was off pump and not heparinized with the procedure being prolonged for 5 minutes. The patient outcome was not affected.